Manufacturer narrative:
D4- lot #

Event description:
It was reported that insulin was not being delivered from the cartridge. Customer's blood glucose level was 170 mg/dl. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.